Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that non-sustained ventricular oversensing was observed due to possible myopotential oversensing. Further tests with deep breathing and programming changes were suggested and will be performed.